Event description:
It was reported that increased capture thresholds were noted. The lead was diagnostically imaged prophylactically, and externalized conductors were observed. Subsequently, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.